Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod their blood glucose level had rose to over 300 mg/dl. In addition the patient reports the pods needle had not deployed upon initial activation. The patient removed the pod from the insertion site.